Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation has been filed, but only summons forms received. Update rec¿d (B)(6) 2014¿ pfs and medical records received. Part/lot was provided. Generally, this attorney submits litigation with issues from metal on metal; therefore, we are treating it as such. The sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation has been filed, but only summons forms received. Doi: (B)(6) 2005; dor: none reported (left hip). Update rec¿d (B)(4) 2014¿ pfs and medical records received. Part/lot was provided. Generally, this attorney submits litigation with issues from metal on metal; therefore, we are treating it as such. The sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.